Manufacturer narrative:
There was not patient involved in this event. The PMA # provided is associated with most recent approval. Incidental findings: stuck broken pin, damaged battery clip. The internal I/o monitor cable assembly had a broken ground pin inside of it and was replaced. The reported event of a red hazard alarm was confirmed. However, the reported event of an issue plugging in the ac power cord was not confirmed. Power module, serial (B)(4), was evaluated. The battery clip connector was found to not have consistent contact so it was replaced. That resolved the red hazard alarm issue. Upon functional checkout, the 12v battery did not pass the minimum requirement of 45 min runtime by a small margin. It provided power for 43 minutes. The battery was replaced also. The ac power cord was inspected and there were no issues. It locked in the unit with the spring latch and did not come unplugged when tugged at. The unit passed all tests and was returned to the customer. The battery, battery clip, and monitor cable were forwarded to ppe for further analysis. Further analysis of the backup battery clip showed signs of wear and tear on the contacts. A root cause for the red heart alarm was determined to be the backup battery clip contacts wear and tear that caused the intermittent connection between the clip and the battery. A root cause for the issue plugging in the ac power cord was not conclusively determined through this analysis. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate three (3) instructions for use, rev. C section 7-¿alarms and troubleshooting¿ and heartmate three (3) patient handbook, rev. C section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot atypical alarms. Heartmate 3 instructions for use, rev. C section 3-¿powering the system¿ states that the power module contains an internal backup battery that provides approximately 30 minutes of backup power to the system during a power emergency. Heartmate iii instructions for use, rev. C section 8-¿equipment storage and care¿ and heartmate iii patient handbook, rev. C section 6-¿caring for the equipment¿ explain how to properly care for all the equipment to prevent damage. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(4) was shipped to the customer on (B)(6) 2012. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the power cable for the power module (pm) would not fully plug in. In addition, the battery was not charging, thus resulting in a red hazard alarm. It was noted that there was a missing foot on the monitor. This prevented the monitor from sitting properly on the pm. The clinical specialist attempted to reset the monitor on the pm as well as re-plug the power cable in an attempt to charge the battery. Both attempts were unsuccessful. Upon investigation of the power module, it was discovered that there was a damaged pin and damaged battery clip.